Event description:
Caller reported a 10% rapid increase in battery charge, which did not affect the customer¿s blood glucose level as it remained below 500 mg/dl. There was no unexpected shutdown, and the software version was updated. Technical support educated the caller on battery best practices and advised monitoring the situation with instructions to call back if needed.